Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated they couldn't get the controller to charge or turn on. Caller stated they tried resetting the controller 10 times, but the issue was not resolved. Caller confirmed the controller screen was blank and unresponsive. Agent helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.